Event description:
It was reported to philips that when trying to boot up it gives an error message unable to located mpm application. Please reapply latest software update. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.